Manufacturer narrative:
This report is being submitted as follow up no. 2 to update and to provide the completed investigation results. One 6fr angio-seal vip device was received for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath in the full rear lock position. The guide wire and arteriotomy locator were also returned. Visiual inspection revealed that there was a slight deformation at the blood inlet hole of the arteriotomy locator. The distal part of the anchor was exposed at the tip of the hemostasis sheath. A kink in the carrier tube was noted in the exposed part between the sheath hub and carrier tube assembly hub. Functional testing was conducted, the deployment sleeve was moved in the full forward lock position. Upon this movement, the anchor did not exit the sheath tip. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the carrier tube folded over itself during forward lock movement due to the kink. It is likely that this damage was sustained during the initial insertion of the device into the sheath. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Expiration date - unknown due to lot number being unknown. UDI - unknown due to lot number being unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to lot number being unknown. Additional patient information: height 175 cm. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they set the anchor of an angio-seal device when they pulled back the cap to fix the anchor, both markers were visible. When they started to pull back the angio-seal to seal the puncture, no resistance was felt. After removing the device manual compression was applied. The user did not feel that the collagen was released. The suture was not visible. A 6f sheath was used. There was no stenosis, plaque or calcification around the puncture site, which was in between bifurcation and inguinal ligament. The patient was in good condition with no harm. The procedure outcome was a good. There was no blood loss. Hemostasis was achieved by manual compression. There was no need for treatment by a vascular surgeon. The user stated that the tube that actually contains the anchor, the collagen, the suture and the green stamp must be empty.